Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 03mar2021.

Event description:
It was reported to philips that the device had a primary alarm failure. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
The customer was provided with a part identification for the speaker assembly. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter. If additional information is later obtained, a supplemental report will be submitted.